Event description:
It was reported that the customer's pump screen was broken and not functional, as it remained black and unreadable. The blood glucose value recorded was 210 mg/dl, which was within the normal range. The device was set to be returned, and a replacement pump with a new serial number was arranged for the customer.